Event description:
The reporter alleged that the re-establish communication to pump message appears on the ot ping meter. The lfs customer care advocate noted the reporter was unable/unwilling to answer if the issue was resolved. There were no allegations of harm or injury.